Event description:
Patient was undergoing sedated magnetic resonance imaging (MRI). Patient's weight was entered by sedation nurse correctly, with propfol at 150mcg/kg/min (also entered correctly), which would have infused at 3.6ml per hour. Instead, the pump defaulted (on both a and b channel) to a weight approximately twice as large with infusion rate nearly twice what it should have been. In attempting to enter again, minimum weight acceptable (which can be overrode) is 5kg. With pump defaulting to the higher weight/dosing, patient would have gotten a much higher rate of infusion that was indicated for patient, potentially leading to severe complications.